Event description:
A 3.5mm diameter by 12mm length s670 stent delivery system was inserted for treatment of an 80% lesion in the right coronary artery. The lesion was not pre-dilated prior to the stent insertion. It was not possible for the stent to cross the calcified target lesion, therefore the stent delivery system was pulled back from the coronary artery. Upon removal of the stent delivery system, the stent dislodged when the device was pulled into the guide catheter. The undeployed stent was successfully retrieved from the pt. The target lesion was then pre-dilated and successfully treated with another s670 stent. There was no add'l clinical sequelae reported related to the event. The instructions for removal of an undeployed stent were not followed when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.